Manufacturer narrative:
Concomitant medical products. Device available for evaluation? Yes concomitant medical products. Returned to manufacturer on: 11/11/2019 device evaluated by MFR . Device returned to manufacturer? Yes the device was evaluated by johnson & johnson surgical vision manufacturing center for investigation. Contamination issue was not confirmed. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) for liquid optics interface, (lot no. 12231099) showed that there were no issues or non-conformities. The liquid optics interface, lot no. 12231099 met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that the liquid optic interface (loi) was noted to be contaminated out of the box before it was handed to the sterile field.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.